Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the wrong item was in the package. In the warehouse, it was detected that inside a box coded 710.026s was a 710.014s. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This device is intended for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. The subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The returned packaging was analyzed as part of the manufacturing evaluation the investigation reported that the packaging with the label for article (B)(4)/lot 8228062 contained the article (B)(4)/ lot 8304020,.the packaging with the label for article (B)(4)/lot 8228062 shows signs of manipulation. A crack at the inside of the packaging has been fixed with adhesive tape. The tamper evident label was broken and it also has been fixed with adhesive tape. The complaint was determined to be invalid.